Event description:
The customer reported ongoing intermittent occlusion alarms, which led to high blood glucose levels to display as "high, a specific value was not provided. The customer managed the high blood glucose by administering correction injections. Due to frequent occlusion issues, the customer removed the pump and switched to manual dose injections.